Event description:
It was observed during the device inspection, that the video system center exhibited there was no image due to loose video cable connector socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.